Manufacturer narrative:
Product event summary: (B)(4) the device was returned to the manufacturer, analyzed and no anomalies were found.

Event description:
It was reported that erosion occurred without infection. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that erosion occurred without infection. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.